Manufacturer narrative:
Pump received unable to performed the displacement test due to detached end cap and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their was crack on battery case. The customer's blood glucose value was unknown. The insulin pump not bumped or dropped. Drive support cap appears to be normal. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.